Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his one touch verio flex meter was testing in settings mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient reported the alleged meter issue first began sometime in (B)(6) 2017, however, could not provide the exact date or time. The patient manages his diabetes with oral medication, diet and exercise and did not specify making any change to his usual diabetes management routine in response to the alleged product issue. The patient reported that 30 minutes to 2 hours after the issue began he developed the symptoms of shakiness, which he self-treated with food/drink ¿orange juice¿. The patient denied using another device to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was the first time the meter was being used. After educating the patient on the correct testing procedure the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.